Manufacturer narrative:
Block b3: the date of the event was approximated to 4/1/2025 based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable event of the cautery pin being detached.

Event description:
It was reported to boston scientific corporation that a captivator ii 15 mm rounded stiff snare was used during a polypectomy procedure performed on an unknown date. During the procedure, the snare was disconnected from the handle. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Event description:
It was reported to boston scientific corporation that a captivator ii 15 mm rounded stiff snare was used during a polypectomy procedure performed on an unknown date. During the procedure, the snare was disconnected from the handle. There were no patient complications reported as a result of this event. Additional information received on may 14, 2025: the procedure was completed with another captivator ii 15 mm rounded stiff snare.

Manufacturer narrative:
Block b3: the date of the event was approximated to (B)(6) 2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of the cautery pin being detached. Block h2 (additional information): block b5, block d3 (model number, lot number, catalog number) and block d4 (expiration date and unique identifier (UDI) #) have been updated based on the additional information received on may 14, 2025.